Event description:
A distributing customer forwarded a complaint from a user facility. The user facility stated that an electromechanical ambulatory infusion pump over delivered drug there is no report of pt injury.